Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the mini trek catheter noted contrast visible on the shaft consistent with handling. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. The strain relief tubing was still attached to the distal end of the hub by a piece. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is possible the hypotube was inadvertently handled during removal from the packaging resulting in the noted separation. It is possible that the hypotube of the mini trek was inadvertently handled during removal from the packaging, resulting in the hypotube separating; however, this could not be confirmed and a conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion is in the left anterior descending artery, with mild tortuosity, and mild calcification. The lesion is eccentric and de novo, with a 90% stenosis. The target vessel diameter is 2.5 mm and the target vessel length is 10-15 mm. When the 2.0x15 mm trek balloon catheter was removed from the dispensor/hoop, it was noted that the proximal shaft (around the hub and the proximal shaft) was kinked and the hypotube was separated. The device was not used on the patient. No additional information was provided.